Event description:
During drsg change, rn noticed midline sheered off approx 1 cm from tip, with remaining 7 cm cath presumably still in pt. No directives for nursing care or diagnostics were able to be obtained from any physician t/o that 13 hour period.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reyb0846 showed no other similar product complaint(s) from these lot numbers.